Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.

Event description:
It was reported that during an implant attempt, there was noise noted on the atrial lead, however, the cause of the noise could not be identified. The lead was removed and replaced. No patient complications have been reported as a result of this event.